Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level of 191mg/dl and a low blood glucose of 36mg/dl. The customer was assisted with troubleshooting for the high readings. The customer treated with the insulin pump bolus. Customer's blood glucose value was 89mg/dl at the time of the call. The drive support cap appeared normal. The customer was assisted with complete rewind. There were no leaks or air bubbles. There were no site or insulin issues. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer was then assisted with low blood glucose troubleshooting. The customer treated the low reading with food. There was no indication that insulin pump over delivered insulin. The customer was advised to contact healthcare professional for possible causes of the low blood glucose. The product will not be returned for analysis.